Event description:
The manufacturer received information alleging that a ventilator inoperative condition occurred. The patient was temporarily removed from the ventilator to use the restroom. The catheter mount at the tip of the circuit was noted to have been placed on the bed and the ventilator placed into "standby mode". It was during this period that the device produced a "ventilator inoperative" alarm. The patient's spo2 level temporarily dropped to the 70 percent range and the patient alleged a headache. Suction was performed and the device was replaced. The patient's spo2 level increased to the latter half of the 90 percent range and the patient was reported to recover. No additional intervention was reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The patient was temporarily removed from the ventilator to use the restroom. The catheter mount at the tip of the circuit was noted to have been placed on the bed and the ventilator placed into "standby mode". It was during this period that the device produced a "ventilator inoperative" alarm. The patient's spo2 level temporarily dropped to the 70 percent range and the patient alleged a headache. Suction was performed and the device was replaced. The patient's spo2 level increased to the latter half of the 90 percent range and the patient was reported to recover. No additional intervention was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Performed using a test tool, "ventilator inoperative" alarm was resolved and final test passed. As a result of inside checking, the flow sensor looked spotlessly clean. However, the flow sensor was replaced preventively.